Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient was admitted from clinic after lab results showed an acute kidney injury (aki) and right ventricular hypertrophy. The clinic suspected the aki could be from right ventricular failure (rvf) due to patient¿s home vasodilator medications, which were changed upon admission. A right heart catheter was done and one week later the patient had an altered mental status. A head computerized tomography (CT) was negative due to uremia and encephalopathy. Continuous veno-venous hemofiltration (cvvh) was initiated. The patient began bleeding from all orfices. Disseminated intravascular coagulation (dic) labs were sent and were pending. The care team believed this was a cardiac and renal syndrome with acute right heart failure and renal dysfunction. The patient remained in critical condition. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient developed drug rash with eosinophilia and systemic symptoms (dress) which turned into stevens johnsons syndrome. The patient eventually went septic and developed multi-system organ failure. The family decided to withdraw care and the patient expired.